Event description:
Broken runaway protection on b braun infusomat space infusion pump. With this part broken a free flow could occur if the end user does not ensure the tubing roller clamp is closed. This potential is concerning to the hospital.